Event description:
Same as MFR# 6000089-2005-01834, 6000089-2005-01836, 6000089-2005-01837. It was reported that about 1 year after a drug eluting stenting treatment procedure, a thrombosis occurred. The physician successfully deployed a taxus express2 - 2.25 x 12, 2.25 x 20, 2.25 x 16, and 2.25 x 8 mm drug eluting stent. The pt was discharged with a regimen of plavix. About 1 year after the stenting treatment the pt stopped taking his plavix and was admitted to the hosp. The pt was brought to the cath lab and was determined to have a thrombosis proximally to the stented lesion. The physician decided to treat the thrombosis with another unk stent. No further pt injuries or complications were reported. It is noted the physician does not relate the thrombosis to the taxus stent. Made several attempts in one month to get additional info without success.